Manufacturer narrative:
(B)(4). The affiliate informed that the product will not be returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A complaint of a leaking tube set from the (B)(6) market that are associated with the use of a (B)(6) only ji2000 irrigator is an anticipated issue. This risk has been evaluated and approved by the (B)(6) affiliate. This complaint is considered to be closed.

Event description:
Leakage was noted during preparation before the surgery. The location of hole is unknown. The used generator¿s type is unknown. User training is done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site. Additional information: the product was not re-sterilized.